Event description:
An ophthalmic assistant reported that during lasik surgery, after cutting the flap, the laser did not respond. The operator of the laser had to manually lift the arm of the laser, in order to free the pt. This caused some delay in completing the surgery. In a follow up, the assistant reported that the laser operator was able to clear the sys lock with assistance from technical support, and the procedure was completed with no pt impact. No further info is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).